Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Westermann lb, crisp cc, mazloomdoost d, kleeman sd, pauls rn. Comparative perioperative pain and recovery in women undergoing vaginal reconstruction versus robotic sacrocolpopexy. Female pelvic med reconstr surg. 2017 mar/apr;23(2):95-100. According to the available information, of 78 patients implanted, ten failed the post-operative day one voiding trial. During week one, two patients experienced urinary tract infections (uti). At the two-week follow up, one patient was readmitted, one patient experienced a fever, and five experienced utis. It was unclear whether these complications each involved unique patients, or if any patients experienced multiple complications.